Event description:
Medtronic received information regarding a repair request and no alleged product deficiencies, reported with oral dissatisfaction. It was reported that there was no patient impact. Additional information was received stating that detached bearing was found during evaluation.

Manufacturer narrative:
H3: product analysis: evaluation determined that the distal bearing is detached. The likely cause of the failure is due to bearings are worn. It was also noted that unable to fit the bur so unable to run the temperature test. The housing nut is worn. This regulatory report is being submitted due to retrospective review through CAPA 672570. B3: date of incident or estimated date of incident was not provided to the manufacturer. Notified date used as date of incident until further information is obtained. G3: aware date used as date of analysis performed date as the event is reported based on evaluation findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.